Event description:
The consumer also reported that the implantable neurostimulator recharger (insr) was beeping.

Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the implantable neurostimulator recharger (insr) was failing; the patient had to reset the insr 5 times on (B)(6) 2016. It was also reported that there was a broken/bent/loose connector pin on the desktop charger (dtc) and the recharger would not plug in to charge on (B)(6) 2016. There was no alleged out of box failure. A replacement dtc was sent, and a replacement insr was sent. There were no reported patient symptoms, and there was no indication of patient harm.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the implantable neurostimulator recharger (insr) screen was blank. The battery in the patient¿s back was discharged in 3 days had they had not been able to charge fully. It was reported that these issues occurred (B)(6) 2016. A reset of the insr resolved the issue. There were no patient symptoms reported.

Event description:
Additional information was received from the patient. It was reported that the recharger reset did not resolve the issue of the ins becoming discharged in three days and not being able to charge the ins fully. The patient recharged daily.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient can recharge by turning off stimulator and recharging once or twice a day. The patient is still trying to find a setting that helps with pain and has a battery life longer than 8-10 hours.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.